Event description:
It was reported the video system center had an image that showed a color bar displayed on the monitor.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reportable malfunction of the touch panel was confirmed. However, it was not confirmed that the image had a color bar on the monitor. Based on the results of the investigation, it is likely the following led to the malfunction: a failed control board. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system touch panel did not light up. The issue occurred during a diagnostic (laparoscopic cholecystectomy) procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.